Manufacturer narrative:
This lead was capped on (B)(6) 2019. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided iegm tracings show oversensing leading to inappropriate ICD shocks, confirming the clinical observation. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation time of approximately 53 months it was reported that the patient received inappropriate shocks due to oversensing. The patient has been referred for lead replacement, but the lead appears to still be actively implanted at this time. Should additional information become available this file will be updated.